Manufacturer narrative:
This follow up report is being submitted to report additional information.

Event description:
It was reported that a patient underwent an initial total hip arthroplasty due to right hip arthritis. Subsequently, the patient was revised due to elevated metal ion levels and metallosis. It was noted in the op reports that there was severe corrosion of the taper head junction. There was also metal staining over the posterior aspect of the greater trochanter. The head, cup, and taper were removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was returned and evaluated against the complaint. The insert remains assembled with the head upon receipt. A dark colored debris is present between the seam created by the head and insert. The exposed face of the insert is dinged and scratched. Similar debris is present within the circular cut outs. Light colored debris is also present on the taper. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). The investigation is still in process. Once the investigation is complete a follow up MDR will be submitted. Concomitant products - part: 157446 name: m2a-magnum mod hd sz 46mm lot: 257800, part: 139258 name: m2a-magnum 42-50m tpr insrt +3 lot: 238010. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2016-00001-1, 0001825034-2016-00002-1.

Event description:
It was reported that a patient underwent a revision procedure approximately 3 year post initial implantation due to patient allegations of metallosis, elevated metal ions, pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, discomfort, soreness, dysfunction, loss of range of motion, local tissue reaction, and metal poisoning. During the procedure, corrosion of the taper head junction, fluid collection with hemosiderin, and metal staining of the greater trochanter were reported. The acetabular shell, modular head, and taper adapter were removed and replaced.